Event description:
Reportedly, during a head MRI examination, the patient reported an itching sensation above the implanted pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a head MRI examination, the patient reported an itching sensation above the implanted pacemaker.